Manufacturer narrative:
D6: device returned with no lot ID. Based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to why the reported instrument "did not work properly" during surgery. The instrument was rec'd in good physical condition and was noted to be very clean and did not appear to have been used surgically. The instrument was examined and found to be functional. The instrument was then leak tested and no leakage occurred.

Event description:
It was reported during an unk procedure while using the 355ns the trocar did not work properly. The rep spoke to the contact person and she had no add'l info. There was no consequence to the pt.